Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt the doctor had difficulties with placement of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.